Manufacturer narrative:
Device evaluation: the conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer light too dark was confirmed, and further defects were detected. In total the following defects were detected: · led is dimly lit · damaged blade as previously mentioned, the device met the test specifications at the time of delivery. Based on the defects found during the technical review, it is therefore concluded that the most likely cause of the error described is normal wear and tear by the user. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "d-blade spatula defective, light too dark". Currently there is no information that the event caused a harm or serious injury to a patient, user or third.

Manufacturer narrative:
The device in question was returned to the manufacturer on february 11,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID:(B)(4).